Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: PMA/510(k): k130520. Visual inspection of the actual sample upon receipt found no anomaly such as damage that could lead to air mixing. It was found that the sampling line leading to the blood outlet port of oxygenator was damaged. It was inferred to have been damaged during returning. After rinsing and drying the actual sample, a colored saline solution was circulated with a roller pump using the competitor's tubing that was connected to the actual sample. As a result, no air was mixed. The manufacturing record and the shipping inspection record of the actual product found no anomaly. No other similar report of the product with the involved product code/lot number was found. Based on the investigation result, no anomaly that could lead to air mixing was found in the actual sample. As a possible cause of occurrence, it was likely that due to some factor (e.g., sensor malfunction, air remaining after priming), the air sensor was activated, and the pump then stopped, causing negative pressure applied in the oxygenator and air to be mixed in. However, since no anomaly that could lead to air mixing was found in the actual sample, it was not possible to clarify the cause of this case. Relevant instructions for use (IFU) reference: "ensure that the de-airing process is complete prior to initiating bypass." "During recirculation, do not use pulsatile flow and do not stop the blood pump suddenly as these actions may cause gaseous emboli to enter the blood phase from the gas phase due to inertia force." Terumo medical products (tmp) (importer) registration (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that after the pump was started, the general circulation was almost filled with blood, and the hasiii air sensor alarmed (which might have been a malfunction), causing the roller pump to emergency stop. The priming was sufficient. Upon visual inspection of the circuit again, air was not detected, hence the pump was restarted. However, the air sensor alarmed about three times, and each time air verification and air removal operations were performed. After checking several times, air about the size of a fingernail was found in the blood outlet line of oxygenator; however, it was unclear where it had come from. The air was removed, and the operation was completed successfully. There was no patient injury/medical or surgical intervention required. There was harm to the patient.